Event description:
It was reported that the lead had noise, oversensing and a rise in impedance. Trend data indicated that there was a patient alert for the high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. A patient alert for lead failure predictor on (B)(6) 2012 19:56:07. One episode of ventricular fibrillation equal to 210 ms average v-cycle occurred on (B)(6) 2012. (B)(4). Ventricular short interval count (sic) equal to 177.4 counts average per day, in 1.70 days, between (B)(6) 2012 18:03:25 and (B)(6) 2012 10:47:22. One patient alert for out of tolerance sub-threshold lead impedance on (B)(6) 2012 09:00:17. The weekly pace lead impedance trend data shows an abrupt increase for maximum ventricular pace bi impedance equaling 437 to 4047 ohms peak between (B)(6) 2012. (B)(4) the full lead was received in segments and analyzed. The distal conductor was fractured. It was further noted that the defibrillation conductor was distorted and cut. The inner tubing was kinked/buckled. The outer tubing overlay had cosmetic environmental stress cracking. The inner tubing was torn and the helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. It was visually noted that the lead appeared to have been implanted with a bend in it at the fracture site.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. A patient alert for lead failure predictor on (B)(6) 2012 19:56:07. One episode of ventricular fibrillation equal to 210 ms average v-cycle occurred on (B)(6) 2012. (B)(4). Ventricular short interval count (sic) equal to 177.4 counts average per day, in 1.70 days, between (B)(6) 2012 18:03:25 and (B)(6) 2012 10:47:22. One patient alert for out of tolerance sub-threshold lead impedance on (B)(6) 2012 09:00:17. The weekly pace lead impedance trend data shows an abrupt increase for maximum ventricular pace bi impedance equaling 437 to 4047 ohms peak between (B)(6) 2012.